Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
A pt reported blood glucose results of "117 mg/dl" with a lifescan meter and "65 mg/dl" on a laboratory device, performed between 21 to 30 minutes of each other. Between the tests, there was no intervention that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy; however, the reporter was unable/unwilling to verify if the meter was being cleaned correctly, if the puncture area was cleaned correctly, or if the correct techniques was used to apply blood to the test strip. The reporter was unable to verify patient's hematocrit level, therefore it is unk if it was the acceptable range. The customer care rep walked the reporter through two consecutive control solution tests fell above the specified range. Based on the failed quality control tests, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.